Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that the pulse generator could not be interrogated. The telemetry coil was found to have come loose within the device housing.

Event description:
This report is to advise of an event observed during analysis.